Manufacturer narrative:
Device code relates to component code for the reported event of jejunal tube migration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2015. According to the complainant, after his report that his peg tube was leaking on (B)(6) 2018, he went to the clinic for a peg-j tube replacement. The physician performed abdominal screening via endoscopy and discovered that the jejunal tube could not be found. According to the physician "that jejunal tube was thrown out by defecation and the patient did not realize it." The peg-j tube was replaced on the same date. There were no patient complications reported as a result of this event. The patient continues his duodopa treatment.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2015. According to the complainant, after his report that his peg tube was leaking on (B)(6) 2018, he went to the clinic for a peg-j tube replacement. The physician performed abdominal screening via endoscopy and discovered that the jejunal tube could not be found. According to the physician "that jejunal tube was thrown out by defecation and the patient did not realize it." The peg-j tube was replaced on the same date. There were no patient complications reported as a result of this event. The patient continues his duodopa treatment.